Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, it was not determined that the staple line was incomplete. When it was realized that the patient had a staple line leak, the patient was sent back in to be re-operated to fix the staple line. The patient¿s hospital stay was extended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ascending colectomy, it was not determined that the staple line was incomplete. On the 3 post-operative day, the patient complained of severe abdominal pain. CT was performed and it was found that the pneumoperitoneum and small volume ascites. Dilated small bowel loops with air-fluid levels, favored to represent ileus in the immediate postoperative period, although small bowel obstruction cannot be excluded. The next day, the patient had increased pain and the surgeon's decision was to take patient to emergent exploratory laparotomy. A staple line disruption was identified. The surgeon removed the portion of the staple line and the bowel edges were completely viable and good blood return was seen.